Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple button alarms. Reportedly, there is nothing pressing up against the button to trigger a button alarm. Customer could not provide a blood glucose level value, but stated that blood glucose levels were impacted. Insulin delivery was resumed and customer delivered a bolus to stabilize blood glucose levels.